Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the last band deployed before the other bands which caused the rest of the bands not to deploy. Reportedly, the device was then retrieved and the procedure was completed with another speedband superview super 7 device. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.